Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections b3 and b5.

Event description:
The customer provided additional information: date of event, 13dec2022. It is said that the malfunction was confirmed before the procedure was performed. It was for therapeutic purposes. There was no delay reported. It is said that it has not been checked before use. The procedure was completed without replacing the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. The event can be detected/prevented by following the instructions for use which state: [operation manual visera pro high brightness light source system olympus clv-s40pro] chapter 5 lamp and fuse replacement 5.1 replacing the illuminating lamp caution: do not allow heat compounds to be attached to the glass surface or ceramic part of the illuminator. If it sticks, wipe it off with gauze. Doing so may damage the illuminating lamp and cause it to malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the bulb was replaced and the turret motor, high brightness motor operation was slow. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that although it's been about 3 months since the lamp was replaced, there are times when the emergency light comes on. There were no reports of patient harm associated with this event.